Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to cool a patient but was getting an alert 02 (low flow) in the arctic sun device. They already disconnected and reconnected the pads and changed the pads. The reservoir was 2/3 full, but they tried to top it off anyway, but the device would not take up any water. Nurse disconnected pads and placed device in manual mode. Nurse stated that pump hours were 7553.6, system hours were 8570.9, flow rate was 0lpm, inlet pressure was -0psi and circulation pump command was 100 percent. Mss advised the nurse to send the device to biomed labeling it as no flow.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The device was not returned.

Event description:
It was reported that the nurse was trying to cool a patient but was getting an alert 02 (low flow) in the arctic sun device. They already disconnected and reconnected the pads and changed the pads. The reservoir was 2/3 full, but they tried to top it off anyway, but the device would not take up any water. Nurse disconnected pads and placed device in manual mode. Nurse stated that pump hours were 7553.6, system hours were 8570.9, flow rate was 0lpm, inlet pressure was -0psi and circulation pump command was 100 percent. Mss advised the nurse to send the device to biomed labeling it as no flow. Per sample evaluation results received on 21sep2022, it was reported that the lifted and torn tank seals. Per sample evaluation results received on 04oct2022, it was reported that the double bend tube and the chiller evaporator outlet tube were replaced due to expansion of the tubes found during servicing.